Manufacturer narrative:
. Per the instructions for use (IFU), valve malposition and regurgitation are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve. Malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The edwards sapien 3 transcatheter heart valve system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be appropriate for the transcatheter heart valve replacement therapy. It is also indicated for patients with symptomatic heart disease due to failing (stenosed, insufficient, or combined) of a surgical or transcatheter bioprosthetic aortic valve or surgical bioprosthetic mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy. Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause and source of the malposition and subsequent regurgitation cannot be confirmed, however it is possible that procedural factors (deployment of an s3 valve in the native mitral valve calcification) in combination with patient factors (severe mitral annular calcification) may have caused or contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during an open chest approach (mini-thoracotomy) procedure a 29mm sapien 3 (s3) valve in the native mitral annulus. Post deployment, the s3 valve was malpositioned and leaking severely. Per report, the patient was intended to have a surgical mitral valve implanted, however upon inspection of the native mitral valve through a mini-thoracotomy approach, the physician deemed the annulus to be too calcified to allow for such a procedure and it was decided to proceed with a sapien 3 valve hybrid implant. After sizing with tee and a 29mm balloon inflation, it was decided to implant a 29mm sapien 3 valve. The physician had sewn a felt strip around the inflow of the s3 valve and placed a few sutures in the native mitral annulus to further secure the valve after deployment. Post implant, the physician proceeded with closing the septum and atrium so the valve could be evaluated. This took a few hours, as the heart muscle and tissue was friable, requiring pericardial patching to achieve a satisfactory result. The patient was taken off of by-pass, and when the heart was filled and commenced beating, it revealed the s3 was malpositioned and leaking severely. The physician performed a full sternotomy, and proceeded to explanting the s3, and implanting an edwards surgical valve. The fcs followed up with the anesthesiologist and was informed that the patient expired around midnight in the operating room due to the access site bleeding not being able to be controlled or managed. There was no allegation or indication that the bleeding resulting in death was related to the edwards devices. In addition, there was no allegation or indication of an edwards device malfunction during the procedure.